Event description:
A surgeon reported a pt experienced a vitreous bleed during a vitrectomy procedure. The procedure was aborted. Additional info has been requested but none has been received.

Manufacturer narrative:
The customer and system serial number are unknown. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate of confirm the reported event. The root cause cannot be determined conclusively. (B)(4).